Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of double beep no cassette was not confirmed. Service replaced the downstream occlusion sensor as a preventative measure. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump had double beep no cassette error and screen damage. No reported adverse effects.